Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump time was inaccurate. Tandem technical support assisted customer in correcting the pump time, and customer resumed insulin therapy. Customer's blood glucose was 139 mg/dl.